Event description:
During a coronary stent procedure, stent damage occurred. The physician attempted to direct stent a lesion in the proximal right coronary artery with a express2 monorail coronary stent but was unable to cross the lesion. Upon removal, damage to the stent struts was noted. The physician thought it was possible that the express2 monorail coronary sent became caught on the guide catheter during removal. No pt injuries or complications were reported. Pt status is listed as "good".